Event description:
A caller reported damage to the pump housing surrounding the usb port, and it was determined that the screws no longer hold the plastic piece surrounding the usb port in place. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will continue to use the current pump for insulin therapy until the replacement pump arrives.